Event description:
It was reported that during treatment, the patient was applied the iv3000 1 hand 10x12cm ctn 50 due to peripherally inserted central catheter (PICC). On (B)(6) 2021, the dressing was changed and the patient returned the next day for red and itch at the dressing area. The issue was treated by disinfecting the area with iodine and replaced the wet dressing for a smith and nephew back up dressing. The patient recovered.

Manufacturer narrative:
We have now concluded our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review, was performed for the product and event description, there have been a very small number of further instances in the past three years. Users of the IV 3000 are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. The information provided is insufficient to determine whether the patient¿s symptoms were due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated; the issue was treated by disinfecting the area with iodine and replaced the wet dressing for a smith and nephew back up dressing. Since it was reported the patient has recovered, no further clinical/medical assessment is warranted at this time. The user risk assessment for the iv3000 provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. The device intended for use in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported complaint and the device. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.